Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer cleaned the probe and recalibrated with another reagent kit without resolution. The abbott customer technical advocate sent the customer replacement calibrators. A follow-up with customer indicated that the replacement calibrators resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.